Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge. Reportedly, the customer was unsure of the amount of insulin that the cartridge had been filled with. The customer¿s blood glucose level was 240 mg/dl. Reportedly, additional insulin was added to the cartridge and load process was completed successfully.